Event description:
Medtronic received information from a literature article regarding the use of intravascular lithotripsy to facilitate transfemoral t ranscatheter aortic valve implantation (tavi). All data was collected from multi-center registry between 2018 and 2020. Of the 108 patients included in the study population (predominantly male, mean age 80.5 years), approximately 42 underwent transfemoral tavi with a medtronic evolut r or evolut pro valve system. No unique device identifier numbers were provided. Among all 108 patients in the study population, 3 in-hospital deaths occurred due to failed surgical conversion after annular rupture (n = 1), sepsis (n = 1), and malignant arrhythmia caused by hyperkalemia (n = 1). No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Although a direct correlation was not made, the following non-death adverse events mayhave been associated with medtronic transcatheter valves: emergent conversion to open-surgery due to valve embolization into the left ventricular cavity, new permanent pacemaker implantation, and mild to severe aortic regurgitation. Although a direct correlation was not made, the following non-death access-site adverse events may have been associated with medtronic delivery catheter systems: dissection, stenosis, arteriovenous fistula, retroperitoneal hematoma, major bleeding, cardiac structure perforation/injury, pericardial effusion causing cardiac tamponade requiring pericardiocentesis, and need for unplanned endovascular intervention (balloon dilation, covered or bare metal stent implant). No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: nardi g, et al. Peripheral intravascular lithotripsy for transcatheter aortic valve implantation: a multicentre observational study. Eurointervention. 2022 apr 1;17(17):e1397-e1406. Doi: 10.4244/eij-d-21-00581. Published online ahead of print november 2021. Earliest date of publish used for date of event: november 1, 2021 (month and year valid). Medtronic products referenced: evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.